Event description:
Called in to ask a question about the test strips. Strips continued to reading up in the 300's. She bought 3 vials all with the same lot & exp date the 1st vial was working as they should; 2nd vial is the one giving the high readings, while the 3rd vial of strips are working fine